Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via medwatch email that an ar-13995n multifire scorpion needle tip broke off and retrained. This was discovered during a procedure on (B)(6) 2022. No further information was provided.